Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and found that the patient circuit would not build pressure.the technician noticed that the driver diaphragm is worn that you can see thatch marks behind the rubber. The driver needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the lap top ventilator vent inop (ventilator inoperable) led is on when ventilator is operational. The customer confirmed that there was no patient involvement associated with the reported event.